Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing intermittently; however, after disassembling the device to determine root cause, the fault was no longer seen. The device was put through extensive testing without duplicating a fault to the device. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 68-year-old male patient, the device displayed a "defib pacer device failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.